Event description:
Medtronic received a report regarding solitare stent separation and resistance occurring during retrieval causing the use of an integralin drip post procedure. The patient was undergoing surgery for treatment of an ischemic stroke in the left middle cerebral artery. The parent vessel was the m1 with a diameter of 2 mm. The branch vessel was m2 with a diameter of 1.5 mm. The mrs baseline score, mrs procedure score, nihss score baseline, nihss score post procedure, baseline tici score are unknown. The tici score post procedure is tici 2b. It was noted the patient's vessel tortuosity was normal. It is unknown if intravenous tissue plasminogen activator (tpa) was contraindicated. There were three passes with the device. Stroke onset to reperfusion time was 2.5 hours. It was reported that a mechanical thrombectomy of a right m1-m2 occlusion was performed. The physician made first two passes with a solitaire 6x40 and a react 71. The react would not advance past the ophthalmic segment of the ica because the vessel was too small and atherosclerotic. The marksman was advanced past the occlusion and the solitaire was deployed per IFU. Two passes were made but the artery re-occluded after opening temporarily. A decision was made to do a third pass but with a new distal access catheter. They switched to the red 62 but it would not go past the ophthalmic segment either. They deployed the solitaire a third time, waited 5 min and then attempted to pull. Upon this attempt, it was noticeably very hard to pull. As the physician continued to pull, the device broke. The push wire was pulled out and photos were taken. It was determined that the device separated at the point at which the pusher connects to the stent. The stent remained in the patient and upon angiography, the vessel which was previously occluded, was open and flowing. Patient was placed on an integralin drip and this concluded the procedure. It was reported there was resistance d uring retrieval of the procedure. The vessel was not tortuous. The distal section of the catheter was where the resistance occurred. It was reported separation occurred. The patient had vessel stenosis proximal to the thrombus site. The pushwire was not torqued du ring the procedure. Three passes were made using this stent. There was no friction or difficulty during the procedure. The microcatheter tip did not cover the stent proximal marker during retrieval. The stent remained in the patient in the right m1-m2.  Medicinal intervention was required being an integralin drip. The physician did not attempt to detach the stent. It was also reported the solitare detached inside the patient. The reported device and any accessory devices were prepared as indicated inthe instructions for use (IFU). It was reported there was patient is alive with no injury. Ancillary devices include a marksman microcatheter (lot# 224911988), penumbra red 62 distal access catheter (lot # f113928) .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient is recovering well. It was noted that the patient's hospitalization was not expected to be prolonged and that the vessel is open and flowing well because of the solitaire that is in place. There was no additional symptoms due to the solitaire detachment. The clot composition was unknown. It is not planned for the patient to undergo any additional procedure at this time.

Manufacturer narrative:
Product analysis: ¿ as found condition: the solitaire x revascularization device was returned within a shipping box; and within an opened solitaire x outer carton and inner pouch. The marksman catheter was not returned for analysis. The marksman catheter has a labeled ID (inner diameter) of 0.027¿. Per the IFU, all solitaire x revascularization devices should be introduced through a microcatheter with an inside diameter of 0.021-0.027 inches. Therefore, the marksman catheter was found compatible for use with the solitaire x revascularization device. ¿ damage location details: the solitaire x device was returned without its introducer sheath. No bent or kink were found with the pushwire. However, the pushwire was found to be broken at distal edge of marker coil. The stent was not returned for analysis as it remains within the patient. Therefore, any contributing factors could not be assessed. No other anomalies were observed. ¿ testing/analysis: due to its damaged condition the solitaire x device could not be used for testing with an in-house micro catheter. The pushwire broken end will be sent out for sem (scanning electron microscopy) analysis. ¿ conclusion: based on the device analysis and reported information, the customer¿s complaint were confirmed as the solitaire x pushwire was found to be broken. It is possible the damage found with the returned solitaire x device occurred as a result of friction/difficulty. However, the cause for the damages could not be determined. Resistance during delivery can be caused by device incompatibility, catheter kink/ovalized, lack of continuous flush, extremely tortuous anatomy. It was noted the patient's vessel tortuosity was normal. The marksman catheter was found compatible for use with the solitaire x revascularization device. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Per the sem analysis report, the broken end failed via tensile overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.